Manufacturer narrative:
(B)(4).

Event description:
The customer experienced an ongoing sampling issue and had replaced the sample probe multiple times in the last few months. The customer continued to receive sampling errors or results flagged below the technical limit of the assay that then repeat as normal. The specific number of samples involved was not known. Of the data provided for five samples for multiple assays, only the results for one patient sample were discrepant and reported outside the laboratory. The initial astlp aspartate aminotransferase result was 5 u/l with a data flag and was reported. The repeat result on another cobas 6000 analyzer was 35 u/l and was believed to be correct. The customer stated they are sending a corrected report on this sample. The patient was not adversely affected. The reagent lot number and expiration date were requested but were not provided. The field service representative found there was an issue with the environment on the analyzer. He replaced the sample probe and ran precision testing which passed. The customer reported they continued to have issues with sample errors and flagged results. They found the probe was going into the gel of the sample tubes. The customer replaced the sample probe two additional times. Upon follow up, the field service representative was unable to determine a cause as the customer had replaced the probe before his arrival and the instrument was operational. He found there was a low rinse mechanism wash level which he adjusted to specification. He found a low internal probe rinse level so he adjusted the gear pump to the correct level. He verified there was proper external rinsing of all probes and checked for proper voltages on sample liquid level detection pcbs. He verified proper alignment of the sample probe. He ran performance testing with all results within specifications.

Manufacturer narrative:
Investigation has determined that in very rare cases, a disturbance of the sample liquid level detection (lld) may occur due to fretting corrosion on the sample probe connector. This occurred due to a production change for the connector. In those cases where the disturbance of the lld occurs, the affected sample probe may dip into the sample material deeper than intended, therefore the sample probe may be not washed adequately, which may lead to carryover. The affected sample probe connector type has been changed in production to a new connector type. With that new connector type, the lld is ensured to fully function as specified. A guide for identifying potentially affected sample probes is being provided to customers. The potentially affected sample probes will be exchanged free of charge to customers. In addition, a workaround for this issue is being provided to customers to implement until their new probes are received.